Manufacturer narrative:
G2. Foreign: thailand medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient feels a burning sensation and electricity after battery replacement with stimulation either on or off.  It was reported that "as diary use the stimulation" after ins replacement, the patient feels a burning sensation and electricity at the ins site at all times. The patient complained that after she changed the ins battery, she got a burning sensation and was uncomfortable at the ins area and it feels like electrical sensation as well even when she turns off the stimulation. Also, the patient got a normal range of electrode impedances during intra-operation checking; neither open circuit nor short circuit were shown.  No diagnostic or troubleshooting was able to clear and verify exactly since they did not meet the patient personally, and it was only a complaint via call and there was a plan to check the system on the 7th of may 2025. The patient had turned off the stimulation 1 day prior to the report due to a discomfort sensation and they are going to see the neuro surgeon on (B)(6) 2025 as their first follow up after battery replacement. The issue was not resolved at the time of the report. Further information would be obtained from the healthcare provider (hcp) on 2025-may-07. Surgical intervention did not occur, nor was it planned at the time of the report. The patient was reported to be alive with no injury at the time of the report. Additional information was received. It was reported that when touching the ins location, she feels warm at the ins site with stimulation either on or off.

Manufacturer narrative:
H2 correction: please note the implant date captured in section 6a has been corrected at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) through a manufacturer representative (rep) reported that the patient had experienced a persistent warmth-like burning sensation at their ins site along with continued electrical sensations that the patient described as being unrelated to stimulation. The sensations were noted to have occurred even when the ins was turned off. When the implant site wound was checked about a week later, the patient continued to report persistent heat at the ins site and an ongoing electrical sensation despite the device being off. Seven days later, the patient reported that the burning sensation had intensified and that the heat was felt throughout her entire body ¿ especially at the ins site and along the lead extension paths in her back. The patient consulted with their hcp at that time about ¿possibly explanting the device.¿ the patient had also noted that the heating sensation worsened when the ins was turned on and that she kept the device turned off continuously as a result; however, the ¿heat had remained so intense that she stayed in an air-conditioned room and frequently used cool compresses to manage her body temperature.¿ it was noted that the same issues had not occurred with the patient¿s previous ins and that there were no signs of I nfection/allergic reaction, such as redness or swelling, around the ins. The hcp did not know the exact cause of the patient¿s burning sensation; however, it was noted the hcp ¿suspected subcutaneous nerve may damage and interrupt sensation.¿ there were no specific actions or interventions taken to address the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: fdd a071209 has been updated to a090407. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown, product type lead product ID neu_unknown_lead lot# serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient decided to remove the scs (spinal cord stimulation) system which included the ins, lead, and extension and replaced it with a new ins and lead. Then the healthcare provider (hcp) just decided to send back the old system to investigate the cause of getting heat all the time even with the stimulation off, especially when the patient turned the stimulation on per the patient's information. And she also felt the heat and electrical sensation at the lead site even with the stimulation off. So, the hcp wondered if it was not compatible, however the electrode impedance showed in normal range and connectivity all passed.

Manufacturer narrative:
H3. Device analysis for ins (B)(4) revealed the access hole adhesive was damaged and cut. A breach cut was identified between balseal #3, #4, and #12. Suspected bodily fluids were detected on balseal #3, #4, and #12, likely due to the breach cut in the access holes. Device analysis for lead unknown revealed no significant anomaly. All conductors were cut 26.4cm from the distal end. Metal ion oxidation (mio) with degraded insulation (discoloration ranging from yellowing to brownish hue) category 1 was observed. Device analysis for lead unknown revealed no significant anomaly. All conductors were cut 25.8cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.